Manufacturer narrative:
The reported experience of iui corrosion could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Iui corrosion. It was reported that the customer is experiencing a high repair rate of broken device door latches/sears. During the recent technical practice consultant site visit it was noted that there were a few devices with corroded iui's. The tpc found that the cleaner that is being used to disinfect the devices after use is being sprayed directly on the devices and is a pre-treatment enzyme foam spray. The customer was informed to stop spraying anything directly onto the alaris devices. The tpc performed a further review of the product that is in use to disinfect the devices to determine if the chemicals contained within the foam cleanser has any "do not use" chemicals. The tpc was unable to determine this based on the printed chemicals.